Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear aligned properly. The stapler was returned with two staples formed, but stuck in the device. The stapler was returned with 30 staples left in the cartridge indicating that 5 staples have been fired by the end user. The two formed staples were manually removed from the stapler. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. After the staple was manually removed, another attempt was made. Again, the staple was able to properly form but not release. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. Other remarks: one staple was properly formed and was able to release from the device. Two more attempts were made and the staple was able to properly form and release in both attempts. It did not appear that the anvil caused the staples to not release in the returned stapler. The anvil was returned to the returned stapler. More attempts were made and the stapler would intermittently release the staples. However, the final 15 staples were all properly formed and able to release. It could not be determined what caused some of the staples to be unable to release as the defect could not be recreated. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to intermittently be unable to release from the device. The reported complaint of "stapler was stuck during use" was confirmed based upon the sample received. The returned stapler was able to fire all of the staples, but some of the staples were unable to release from the stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. It could not be determined what caused some of the staples to be unable to be released as the defect could not be recreated.

Event description:
The staples remained stuck in the device during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600484. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples remained stuck in the device during use. The patient's condition was reported as fine.